Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all monopolar impedances were showing high and out of range at the highest voltage tested. X-rays had shown that the lead was broken, although not entirely severed and the bipolar measurements were ok.